Event description:
Per the clinic, the patient experienced pain, facial twitching and performance decrement with the device use. Fluctuating impedances were observed across the electrode array and open circuit was noted on 1 electrode. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.